Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent grafts were being implanted from distal to proximal (back build). One of the fellows deploying the stent graft deployed a little slow, and there was a misaligned deployment. The physician went in with a balloon, ballooned the stent graft and straightened it up, then put the proximal piece in. There was no injury to the patient. No clinical sequelae were reported, and the patient is fine. A review of a returned image shows a possible flipped proximal stent. A single image (labeled as post-ballooning) shows that there is no longer a misaligned proximal stent.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: incorrect technique/procedure (slow deployment, and deployment of a closed web as the first piece). Evaluation conclusions: user error contributed to event (slow deployment, and deployment of a closed web as the first piece).